Event description:
A surgeon reported that during surgery, the irrigation and aspiration were interrupted. Despite numerous attempts to gather additional information regarding patient impact, no additional information was provided. This is the first of two similar reports for this customer.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided regarding this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).